Event description:
Consumer reports erratic readings when testing patient, retested with a competitive meter and got very different results. Analysis run on clark error grid using competitive reading (347) as ref. Point vs. Bd reading (135, 433, 473) yielded data points in the d/b/c range of the grid, outside acceptable limits.